Event description:
Epicardial lead cut was still in body. This was an epicardial lv lead that was not capturing, proven thru device testing. Cause was positional, in a bad location of the heart.

Manufacturer narrative:
**UDI related data quality updates only** h2: correction marked d1: brand name updated to match gudid database entry.